Event description:
A customer reported a cartridge alarm 30 during the loading process of their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the customer in correctly loading a new cartridge, allowing the customer to successfully resume insulin therapy, and the issue was resolved.